Event description:
Pt was receiving chemotherapy thru y site on standard tubing filter w/spiro. The chemo was y in below filter and rn checked patient lines, as line broke the day before as well. Lines were all secured. After 40 min into infusion, mop called out as line broke right under spiro head again like yesterday. This time patient was laying and calm, while yesterday patient was active. Rn clamped line and called provider. Blood cultures ordered and drawn and pharmacy was contacted, who then sent the rest of the dose so pt could complete dose. Dose was sent w/ double syringe tubing to avoid having to y in thru extension set. Syringe tubing attached to patient and dose completed. The extension filter with spiro should be investigated if there is a flaw in the stock. Lines and cap were collected and sent to educator.

Event description:
Pt was receiving chemotherapy thru y site on standard tubing filter w/spiro. The chemo was y in below filter and rn checked patient lines, as line broke the day before as well. Lines were all secured. After 40 min into infusion, mop called out as line broke right under spiro head again like yesterday. This time patient was laying and calm, while yesterday patient was active. Rn clamped line and called provider. Blood cultures ordered and drawn and pharmacy was contacted, who then sent the rest of the dose so pt could complete dose. Dose was sent w/ double syringe tubing to avoid having to y in thru extension set. Syringe tubing attached to patient and dose completed. The extension filter with spiro should be investigated if there is a flaw in the stock. Lines and cap were collected and sent to educator.

Event description:
Pt was receiving chemotherapy thru y site on standard tubing filter w/spiro. The chemo was y in below filter and rn checked patient lines, as line broke the day before as well. Lines were all secured. After 40 min into infusion, mop called out as line broke right under spiro head again like yesterday. This time patient was laying and calm, while yesterday patient was active. Rn clamped line and called provider. Blood cultures ordered and drawn and pharmacy was contacted, who then sent the rest of the dose so pt could complete dose. Dose was sent w/ double syringe tubing to avoid having to y in thru extension set. Syringe tubing attached to patient and dose completed. The extension filter with spiro should be investigated if there is a flaw in the stock. Lines and cap were collected and sent to educator.